Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not available. Upon functional testing, the fse checked the logfiles and found the system cannot communicate with ipc. To resolve the issue, the fse disassembled the housing and reconnected the ipc inner slot card, reloaded ipc os and app. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that geometry movement was not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.